Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose events while using the ilet following a return to a physically demanding job, with lows occurring multiple times per day and one documented nadir below 40 mg/dl; the user suspended insulin for extended periods at work and later performed a factory reset independently. Symptoms included hypoglycemia with prolonged periods under 70 mg/dl. Outcomes included self-treatment with oral carbohydrates and no need for professional medical intervention or assistance. Investigation included complaint intake, device use and settings review, and user education on low glucose management. Investigation of this case revealed no device malfunction or configuration error reported, with contributing factors likely related to increased physical activity and associated insulin sensitivity changes; the event was therefore characterized as hypoglycemia with an unclear device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and the presence of activity-related physiological factors.